Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal vault suspension, enterocele, cystocele, and paravaginal repair due to sui, vault prolapse, and pelvic relaxation. On (B)(6) 2010, the patient underwent mesh removal due to mesh erosion, concurrently with implantation of cook surgisis biodesign graft.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary tract infection, urgency, and incontinence.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.